Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was in intensive care unit due to high blood glucose of 649 mg/dl and diabetic ketoacidosis in (B)(6) 2019. Customer also reported that customer alleged for under delivery of insulin as insulin pump was suspended when customer work up. Customer¿s blood glucose of 529 mg/dl and vomiting leads to hospitalization. Customer also experienced nausea, abdominal pain and chest pain. Customer was treated with insulin drip. Customer passed displacement test for insulin pump. Insulin pump will not be returned for analysis.